Event description:
A customer contacted beckman coulter inc. (Bec) stating the needle bellows was not draining on the coulter lh 750 hematology analyzer and that approximately 5ml of biohazard material (blood) had spilled around the needle area. The customer cleaned up the spill wearing full personal protective equipment (ppe). No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed needle bellows did not drain at the end of each cycle. Fse flushed out the needle drain pathway and replaced the actuator at 2 valves and also replaced the check valve from differential waste chamber to valve. Repair was verified per established procedures and system was validated. (B)(4).